Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The most probable root cause has been determined to be use/user error as the dfu states: ¿this is a non-torqueable device. Torqueing the device may result in wire wrap or damage to the device or vessel.¿ (B)(4).

Event description:
It was reported that the device was fractured. A guidezilla¿ ii guide extension catheter 6f was selected for a chronic total occlusion (cto) procedure. The physician did a complex multi-vessel case where there were multiple wires and balloons down through the guidezilla¿ simultaneously. The physician torqued the guidezilla¿ continuously as he passed multiple wires and balloons through the device in order to ensure that the wires and balloons did not get caught on the transition of the guidezilla¿. The physician felt the sensation of the fracture, but continued the percutaneous coronary intervention (pci). The guidezilla¿ remained in a stable position, despite the fracture, and the pci was completed. During withdrawal, it was noted that the catheter portion was fractured away from the hypotube. The physician inflated a balloon within the guidezilla¿ and removed the devices as one unit safely. The procedure was completed with no patient complications reported.